Event description:
It was reported that pump displayed malfunction code 16 and could not be reset, with no notable events occurring before malfunction. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, received instructions on putting pump into storage mode, and was advised to reprogram pump settings and reconnect continuous glucose monitor to replacement pump; technical support arranged shipment of replacement pump and instructed customer to return malfunctioning pump using prepaid label within 10 days, which customer understood and acknowledged.